Event description:
New information received notes that the noise issue was discovered during an in-clinic check. The right atrial (ra) lead exhibited noise oversensing resulting in false atrial tachycardia/ atrial fibrillation (at/af) episodes. No programming changes were done due to small amplitude of true at/ af signals. The patient was in stable condition.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. No changes or interventions were reported. The patient condition was not known.